Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "a prospective, randomized, double-blind study of smooth versus rough stems using cement fixation," which aimed to evaluate the effect of surface finish of the cemented stem in primary hip arthroplasties. The study included 244 hips (in 237 patients) implanted between january 1996 and may 1997 by a single surgeon. The study found no significant difference between the rough and smooth surfaced hip stems used. Three hips that were identified in the article as being implanted on unknown dates with a smooth surface stem experienced a varus stem post implantation. There has been no further information provided and the patient outcomes are unknown.